Manufacturer narrative:
A representative went to the site to do troubleshooting. A quick check with the blue spine model determined that there was a few millimeters of inaccuracy laterally with the passive planar probe and the infinity drill bits. It was requested that "pointmerge" registration on the blue test model be performed and tested again. If the passive planar probe is then accurate and the drill bits were still off, they were requesting to try more than one navlock tracker. If the issue occurs with more than one tracker, it was requested to try different instruments. As the evaluation is not yet complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cervical spine procedure. It was reported that there was an alleged inaccuracy with the infinity drill bits. It was also reported that there was a problem with a screw. Patient impact is currently unknown.

Manufacturer narrative:
H2: additional information was received. Sections a, b5 and e have been updated. H2/h3/h6: trouble shooting was performed. A complete point merge registration with the blue spine model was done and near perfect ac curacy was achieved. Codes 10, 213 and 67 are applicable to this. H2/h3/h6: the system was serviced and passed all tests and was performing as intended. No failure was found. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cervical spine procedure. It was reported that there was an alleged inaccuracy with the infinity drill bits. It was also reported that there was a problem with a screw related to the inaccuracy. The system showed the screw placement slightly off from reality. There was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that accuracy was off by about 2 mm in the length of the implants. The implants no longer displayed the actual length in the body.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. However, software was only able to reviewed the case but provided no additional insight regarding the cause of the reported complaint. If information is provided in the future, a supplemental report will be issued.